Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. Reportedly, the time on the pump was ahead by 5 hours since (b)96) 2014. Review of bolus history showed that bolus was recorded at times when patient would not had normally bolus. Patient confirmed that time/date was maintained at battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.